Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for internal battery capacity, oxygen low flow during testing. The service technician determined the failure was due to one of the speaker wires are cut and does not function, and, the gray foam adjustment was necessary. The foam was adjusted correctly. The speaker need to be replaced.